Manufacturer narrative:
The products associated with this reported event were not returned for examination. Product information required to retrieve the device history records and search the complaint database were not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Provided information stated the products were not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update rec'd (B)(4) 2014 - litigation papers received. There is no new additional information that would affect the outcome of the investigation.

Event description:
Patient was revised to address pain and swelling.